Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs patient controller (pc) displayed an error while attempting to set the scs system to MRI mode. Reportedly, the patient's scs system lead was exhibiting high impedance preventing the system from being able to be set to MRI mode. Consequently, the physician decided to replace the patient's scs lead resolving the issue.